Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported a loss of stimulation, no stimulation, a loss of therapy, and a return of symptoms. The patient felt stimulation around 2:30 p.m. The day of this report, (B)(6) 2015, and had not felt it since. There were no falls or trauma reported. There were no recent medical tests or environmental electromagnetic interference exposure. The pp was not working too well the night before this report, (B)(6) 2015, and would not do anything on the day of this report, (B)(6) 2015. The patient had been repositioning the antenna. The patient checked the implantable neurostimulator (ins) with their patient programmer (pp), it showed that stimulation was on, and they had the ability to change stimulation. The pp was working as intended, but the patient was not feeling stimulation and the reported issue did not resolve. The patient stopped feeling stimulation around 2:30 p.m. And was in excruciating pain with a pain rating of 10. The patient's ins location did not really look swollen, but was maybe a little bit. The ins battery would last a long time. The patient's stimulation felt like it was fading away the night prior to this report. The patient turn the ins off for half an hour and then turned it back on and felt something again, but then it faded away. The patient tried to turn the ins off aga in and nothing. The patient could not feel it. The settings at the time of the report showed a check mark with an a with a lightning bolt, program 1 @ 5.90 v. The patient was able to increase stimulation, but could not feel it. The patient was at 7.90 v and could not feel it. The patient noted the ins was working and was able to feel stimulation two hours prior to this report (around 2:30 p.m.). The patient changed to group b program 1 @ 4.70 v, but couldn't see program 2 and could only see bars. The patient turned stimulation all the way down to 0.0 v before turning stimulation back on. The patient pushed the top key on the left hand side to turn the stimulation back on. The patient then increased stimulation to 9.80 v and was not feeling anything. Stimulation was turned back down to 4.20 v and when the patient went over, he was getting a graph with four going up and four going down. The patient then increased the bar graph page, where the patient saw program 1, up to 10.50 v and was not feeling anything and then the stimulation setting was decreased back down. No actions or interventions were taken to resolve the loss of stimulation and the cause not determined. Follow-up is being conducted to determine this information. If additional information is received, a follow-up report will be sent.